Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms). The device was not programmed off during the office visit. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance, but the neurologist noted that the patient had violent generalized tonic-clonic seizures. X-rays were taken and were reported by the neurosurgeon to be unremarkable. The patient had not experienced any changes to seizure frequency or pattern. No known interventions have occurred to date.

Manufacturer narrative:
Date of implant; corrected data: new information corrects the date of implant.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.